Manufacturer narrative:
Upon receipt at our quality assurance laboratory, the returned components underwent a thorough analysis. The cylinder was microscopically inspected and tested for leaks. Broken fabric threads from wear in the proximal end of its body were noted, along with wear at fold in its proximal, middle and distal end. Additionally, a bulge in the distal end of the cylinder was identified. The pump was microscopically inspected, leak and functionally tested. Microscopic examination revealed that the tubing was cut down to the pump block; therefore, it was not returned for analysis. No leaks were identified in the pump; however, the component did not pass activation test during functional evaluation. Based on the information available and analysis results, the bulge identified in the cylinder, along with the pump not passing functional testing, could have caused or contributed to the reported clinical observations of cylinder bulge and device not working properly.

Event description:
It was reported that this inflatable penile prosthesis was not working properly. Two weeks later, a revision surgery was performed, during which a bulge in the right cylinder was noted. Cylinder and pump were removed and replaced, and no patient complications were reported.

Event description:
It was reported that this inflatable penile prosthesis was not working properly. Two weeks later, a revision surgery was performed, during which a bulge in the right cylinder was noted. Cylinder and pump were removed and replaced, and no patient complications were reported.